Manufacturer narrative:
The investigation has been carried out and the conclusions are following. While gathering additional information to the incident reported under (B)(4) (MDR 9681684-2017-00055), the customer mentioned that a similar incident occurred earlier. No specific dates or detailed problem description was provided. It is unknown if the "similar incident" refers to electric shock or to 2nd degree burn. Due to limited information received, we decided to report this event in abundance of caution under MDR # 9681684-2017-00056. In the complaint (B)(4) it was reported that a customer facility employee personal support worker (psw) received a shock when removing the battery from the lift. It was indicated that customer staff received a 2nd degree burn to her hand with two rings. As per follow up information received the battery was removed "from the middle of the battery and not the two push down sections of the battery". The battery involved in the incident was produced on 2013-10-31 by bhm medicals. Instructions for use (IFU) for medi-lifter 4 (001.20250.en rev.8 from september 2009) and medi-ssl (001.20751.en rev 7) provides information about the safety precautions when using or removing the battery from the lift: IFU section "battery and battery charger safety practices" informs how battery pack shall be used and maintained, it instructs to keep metal contacts clean. "Do not attempt to expose, service or repair the lift, battery or charger." The regular monthly inspection includes checking battery pack for damage. "Troubleshooting guide" section of the IFU instructs to replace faulty battery pack with a fully charged one, in case of battery trouble a service shall be called. "Read the battery and charger instructions thoroughly before using or storing them". After the event, the battery pack was returned to the arjohuntleigh manufacturer for further technical inspection. It was found arch markings on the internal contacts and peeling nickel plating. Basing on the evaluation performed under (B)(4) it can be stated that if the rings came into contact with the battery contacts this could lead to a short-circuiting of the battery pack. It is unknown if the battery contacts were damaged before the ring came into contact or it was damaged because the ring came into contact with the battery contacts. However, it can be determined that the root cause of electric shock is related to the inadequate manner in which the battery was handled. The battery has two handles on both sides, to remove battery pack, the two handles shall be grasped at the same time, the 2 latch buttons located on each side of the battery pack shall be pushed and the battery pack can be pulled towards the operator. The information received indicates that the battery was removed "from the middle of the battery", which suggests that instead of holding two plastic handles located on battery side, the customer employee was removing the battery by grasping the middle section of the battery with nickel plating. It might happen that if the battery was removed in a way that rings came into contact with battery contacts this might result in a 2nd degree burn to the hand. The rings should not have contact with the battery contacts as the battery is equipped with the handles designed for safe battery removal from the lift. If the battery was removed in accordance to IFU, no contact with battery nickel contacts would occur an no possible harm would occur as a result. The reported incident could not be reproduced during the battery evaluation, however, based on the evaluation performed under (B)(4), we can assume with caution approach that when the event occurred the battery was reported to fail to meet its specification as the customer facility worker might have received a shock when removing the battery from the lift. From that perspective the battery was directly involved in the incident, but it was not used for treatment or diagnosis.

Manufacturer narrative:
The battery was sent to the manufacturer for further evaluation. Upon completion of the evaluation report next report will be submitted. Expected date for next report is 31 october 2017.

Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusion of the investigation.

Event description:
During gathering information to complaint recorded under our internal number (B)(4) (MDR 9681684-2017-00055), an arjohuntleigh representative was informed, by the customer, that the device or accessory has been involved in a similar incident in the last year. The incident described under (B)(4) refers to situation in which a personal support worker (facility staff) received a shock and a burn on hand when removing battery from lift.